Event description:
It was reported to philips that the system gave an alert that geometry movements were partially available. Upon rebooting, the system was unable to boot up. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.